Event description:
It was reported that during an implant procedure, the physician had difficulty positioning the right ventricular lead. After the lead was positioned and the helix extended, the threshold was high and it remained high for over fifteen minutes. The lead was repositioned many times and the helix was extended and retracted many times as well; the helix finally would no longer retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).